Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the access site bleeding was most likely due to anticoagulation management since the act at the time bleed was 300 which is above the limit range. Correction in d6a, d6b. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported an 86 year-old male patient with a high risk of percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The impella device was explanted due to access site bleeding after the peel away removal. The physician performed a cutdown and obtained control of the vessel successfully. The patient later expired while under support. Per medical safety review, we do not have enough information to exclude the impella as an associated factor in the patient's outcome.